Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2017-01572. Please see medwatch report # 2210968-2017-01572 for all information regarding this event.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a vaginal mesh extrusion, was treated with perioperative topical estrogen and underwent a mesh excision procedure under anesthesia. Additional information has been requested.